Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with tfna end caps. The surgeon attempted to insert an end cap (0 mm) but was unable to do so. The surgeon confirmed that there was no interfering soft tissue, etc., and attempted to insert the end cap (0 mm) multiple times but was still unable to do so. The surgeon changed to an end cap (5 mm) and tried to insert it again, but it was still impossible. It was suspected that there was a problem with the threading on the nail and not the end caps. The surgery was completed successfully with a surgical delay of less than 30 minutes. The patient outcome was stable. No further information is available. This report is for an unk - nail: tfna. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown nail: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.